Manufacturer narrative:
Product complaint # (B)(4) h3 investigation summary: the product was returned to ethicon for evaluation. One open sample with a detached needle and one suture partially dispensed was received for analysis. Product code sxpp1a443. The visual assessment of the needle noted that the swage and attachment area were observed as expected. However, significant tool marks were observed on the body, and the swage area was likely caused by a surgical instrument. There were remnants of the suture in the needle hole. Furthermore, the suture was not returned for evaluation, preventing a determination of the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: the entire needle detached from the suture. The needle did not fall inside the patient. The device has been shipped to the return address in the package.

Event description:
It was reported that a patient underwent a lap colon procedure in 2025 and barbed suture was used. During the procedure, it was reported to the sales rep by the surgeon that the needle break on symmetric. Hand port closure on lap rt colon. Needle popped off after 5th throw. The procedure was completed successfully with no adverse consequences for the patient. One device returning.. No adverse patient consequences were reported. Additional information was requested.